Event description:
The customer reported the system was rebooting independently. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. Technical support was provided to the customer to allow enough time for the system to complete the boot up process. The system was working as intended and put back into service.